Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient had deep thrombosis in the distal basilic vein and superficial venous thrombosis in the cephalic vein with symptom of edema. It was reported that the patient was treated with anticoagulant for 45 days. It was stated that the site assessed that the event was not related to the valve. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 6 years and 10 months post implant of this 21mm aortic bioprosthetic valve, it was reported that patient had a left forearm thrombophlebitis following a catheter installation. Medication was administered. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.